Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted : unit received for motor control board damage found at remediation. Replaced the motor control board. Replaced the display board with dim segments. Pm performed. All tests passed. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the display board. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 03dec2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device display suffered a "dim / missing segment". There was no patient involvement.

Event description:
It was reported that the device display suffered a "dim / missing segment". There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device display suffered a "dim / missing segment". There was no patient involvement.